Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email high blood glucose levels and hospitalization. Customer was getting a colonoscopy and instead their blood glucose went really high for no reason and they went to the hospital three years ago. Customer declined to speak to the 24 hour helpline.